Event description:
Through implant patient registry, it was learned that a patient with a 23mm aortic valve was explanted after an implant duration of 10 months due to unknown reasons. The explanted valve was replaced with a 23mm valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional narratives: the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives. Updated b5 and b7 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry, it was learned that a patient with a 23mm aortic valve was explanted after an implant duration of 10 months due to streptococcus equi endocarditis and vegetation. The explanted valve was replaced with a 23mm aortic valve conduit. Per medical records the patient presented with rapid a-fib, cardiogenic shock, and septic emboli. She underwent bentall procedure, reconstruction of aortic arch-aneurysm with 26mm hemashield graft, and mv repair with a non-edwards device. The fit of the valved conduit was satisfactory. On pod #4 a ppm was implanted due to chb. The patient was discharged home in stable condition on pod #8.